Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the customer doesn't enter a blood glucose reading when using the bolus wizard feature. Advised to always enter the blood glucose reading when using this feature. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.